Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee ceiling system. The customer reported a board caught fire within the generator. The generator main breaker was manually activated and the fire was put out. The system was not in use at the time of the event and there is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a servicing error. During service activities at the system (replacement of the inverter assembly d510-1 of the generator polydoros a100) a miss-wiring problem occurred and the board d 510-1 was damaged. This was caused by inattention during servicing the system as the charge resistor cables were found to be crossed at d510-1. The affected parts were exchanged on site by the local service organization and no further errors have been reported. The manufacturer is not considering further actions at this time.